Manufacturer narrative:
Although the patient's headache was noted as ongoing, millyard advanced medical products, llc, is reporting it out of an abundance of caution.

Event description:
An initial event notification was received by united therapeutics drug safety on 11-aug-2025 from cvs and forwarded to millyard advanced medical products, llc, on 12-aug-2025. The patient reported that they experienced an ongoing headache. Additionally, the patient stated that they were unable to use 3 of their 4 pharmacy-filled cassettes, as medication had leaked out after they had removed the red pharmacy caps. The patient ultimately self-filled a cassette, but further reported that they kept receiving battery depleted alarms while using one of their pumps, which did not resolve despite troubleshooting efforts. The patient experienced an interruption in therapy for approximately 2 hours and agreed to present to the emergency room. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation. Although it is unknown if the patient was admitted to the hospital, this event is being reported out of an abundance of caution.